Event description:
It was reported that during the implant attempt it was impossible to insert the guidewire into the ventricular lead. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor blood/fluid obstruction, and blood noted on helix mechanism; the analyst commented that the blood in the distal most likely entered through the is-1 pin, as no inner insulation breach was observed; full lead returned and analyzed.